Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, non-sustained right ventricular oversensing due to post paced t-wave oversensing was observed on the implantable cardioverter defibrillator. The patient did not receive inappropriate high voltage therapy due to the oversensing. The device was reprogrammed. All capture and sensing thresholds were appropriate after reprogramming. The patient was stable before, during and after the programming.